Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer's blood glucose was 145 mg/dl at the time of call. The customer stated that her blood glucose went down to 50 mg/dl and reached over 350 mg/dl. The customer stated that she treated her low blood glucose with food. The customer stated that she treated her high blood glucose with the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer declined further troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.